Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that on (B)(6) 2013 the customer had high blood glucose. It was stated that the representative came over to her house to instruct her, and as her blood glucose was reading high on her blood glucose meter, the physician instructed the family through the phone to call the ambulance. The customer was hospitalized, and on (B)(6) 2013 the family informed the representative that the customer passed away. No further information was provided.